Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for 1 asymptomatic consumer. The consumer communicated that they tested negative with quickvue otc and then positive with another rapid antigen assay. An additional consumer event was also communicated which is captured on a separate report.